Manufacturer narrative:
The thermogard ivtm console (sn: (B)(4)) was evaluated by zoll service at the customer site. The reported complaint of the thermogard console has a loose power module and unable to power on was confirmed during visual inspection and functional testing. The root cause of the damaged power module was due to the broken bracket on the power module due to wear and tear or due to mishandling. The thermogard console is a reusable device and was manufactured on 30 september 2011. The device has been operating for 9 years, and has exceeded its expected serviceable life of 5 years. During visual inspection, the power module was observed to be loose. During initial functional testing, the console will not power on due to the broken bracket on the power module. Review of the event log retrieved from console and no issue or error was observed. After replacing the power module, the thermogard console passed all the testing with no issue or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with serial number: (B)(4).

Event description:
The thermogard console (sn: (B)(4)) was observed with a loose power module, and unable to power on. Patient use is unknown.